Event description:
A pt reported experiencing inaccurate low results with their fasttake meter as compared to a lab test. The blood glucose results were 165 versus 226 lab and were done within 10 mins. The difference was 27%. The pt did not experience any adverse event. No further info has been reported.